Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was stuck on the windows update screen for over five hours. A field service engineer (fse) reimaged the hard drive, essential security against evolving threats (eset) was installed, auto login was configured, and data synchronization was completed. The customer tested the station and confirmed normal operation with no further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating, initiated an update, and remained stuck at 7% completion, which impacted the ability to proceed with surgeries scheduled in that room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.